Event description:
It was reported that the bt showed an abnormal value; however, the details of the value are unknown. It is also unknown whether any alarm or alert occurred and what the values were for other parameters. However, the customer expressed the belief that the bt value was demonstrably wrong and therefore it was not considered valid and no treatment was executed based on the suspect value. Additional information was requested; however no additional information was forthcoming.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Examination of the returned cable was unable to replicate the customer's experience. However, during evaluation of the cable, the resistance value of the signal line was determined to be out of specification. The device history record was not reviewed as it was not available. The cable was manufactured 01-oct-2008. In (B)(4) 2009, the following information was provided to alert customers to the recommend useful life of cables: as part of our ongoing commitment to quality, edwards lifesciences has recently launched a continuous improvement program to determine a useful product life for all of our cables and electronics. We have done extensive testing on the (B)(4) patient cables and optic modules (om2) and have concluded that these devices should be replaced every three (3) years. New product labeling now includes information about the useful life of these products. The useful life is defined as the period of time by which the cable should be replaced or returned to edwards lifesciences for evaluation. We are recommending that you look at the existing patient cables and optic modules (om2) at your facility and find the date of manufacture on the label. Any product with a date greater than 3 years from today should be replaced or serviced by edwards lifesciences factory trained technicians. Edwards lifesciences recommends regular inspection of cable assemblies for damage. The referenced device exceeds the 'useful life' of the cable and will be scrapped.